Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated in the emergency department for fever and pain, redness, and swelling at the lead implant site. The patient was diagnosed with cellulitis. Medication was administered but unsuccessful. The evoke scs system was explanted.

Manufacturer narrative:
The devices were discarded and are not available to saluda for analysis. The cause of infection cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.